Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate tachy shocks due to t-wave and r-wave oversensing, outside of an isolated episode. The patient was brought to clinic for evaluations where the vector configuration was reprogrammed from primary to secondary, along with the rate cutoff. Noisy signals could not be reproduced. Technical services indicated that the performed changes were adequate, but it is unclear if future t/r-wave oversensing will be avoided. Both the s-ICD and the electrode remain in service and no additional adverse patient effects were reported.